Event description:
2005: a note in medical report indicated pt was very weak and may have not been able to travel for 3 months post treatment visit. About 3 weeks later, the pt did not keep an appointment. As per subject's spouse, the pt had worse fatigue (grade 3), and had one espisode of abdominal discomfort the next day and increasing dysphagia (grade 2). The pt had been under care of lmd and in home nursing. As per md, symptoms related to underlying hcc and not to study treatment. The case was judged as unrelated to the treatment.